Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient was going to be scheduled for a full replacement, per the physician.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins had been randomly been shutting off on pt. They would realize that therapy has turned off when they get return of their symptoms. Per the manufacturer representative (rep), there was no known emi source or particular activity that triggered the event to patient's knowledge. The issue had been going on since a couple months following implant in july 2024. The rep read the battery today and therapy was off. The battery level was showing ok. The patient had surgery in june 2025 and therapy was off that time as well so the patient didn't need to turn it off. The impedances were within normal limits as well. Technical services (ts) asked the rep to capture all logs for engineering review. Ts sent an email with the document on how to pull logs once the rep had a laptop to download files to.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.